Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue.